Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the da vinci coordinator contacted technical support to inquire about a non-recoverable error 319 and to perform additional troubleshooting. The technical support engineer (tse) was unable to verify the error 319 in the system logs at the time of the call, but did note an error 31089 reported by the console. The customer performed a hard reboot of the system and reseated the blue fiber cables, but the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) ccc was installed onto a golden system where the component functioned as expected. Fiber optic light levels on the ccc were inspected using local host: 805 with all values found to be within the expected range. Ten power cycle were completed, followed by a fourteen-hours idle period in the golden system; no issues were observed throughout testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis could not identify a root cause for the reported events on this ssc ccc. The origin of error 31089 remains undetermined.